Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was burned. This blade tip portion may have broken off of the device during transport to our analysis site. (Complaint advised that the blade tip did not break off and no piece fell into the patient). The reported complaint was an error occurred frequently and the device became not to be activated. The device was functionally tested with a generator. During functional testing on gen11an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or ""relaxed pressure on blade"" followed by a ¿replace instrument¿ screen later in the procedure."

Event description:
It was reported that during an unknown procedure, an error occurred frequently and the device became not to be activated. The error code was unknown. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.